Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will , product information and 510(k) are unknown. No product information has been provided to date. Be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot /serial number not provided.

Event description:
It was reported that the pump exhibited a no disposable pump won't run error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was filled with water and was connected to the pump to look for unusual functions; the sample was fully priming and connected without difficulty, the pump was set to run but no alarms were activated. The sample did not present mohawk exposure. The failure mode could not be duplicated by functional testing, complaint was not confirmed. No fault was found. No root cause was determined as complaint was not confirmed and no corrective action was needed. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).